Event description:
It was reported that the as lvp 20d dehp 3ss cv leaked during use. The following information was provided by the initial reporter: "we had an alaris pump infusion set ref (B)(4) where the rn noticed the set was leaking when infusion began. She stopped the infusion and used a new infusion set to complete the procedure. The lot number is (10)20053478. I was not given a date or any patient information. There was no harm to the patient; only a small delay obtaining and setting up a new set."

Manufacturer narrative:
Due to no photo or sample being received, the customer's complaint of leakage could not be verified. A device history record review for model 2426-0500 lot number 20053478 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 31may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d dehp 3ss cv leaked during use. The following information was provided by the initial reporter: "we had an alaris pump infusion set ref 2426-0500 where the rn noticed the set was leaking when infusion began. She stopped the infusion and used a new infusion set to complete the procedure. The lot number is (10)20053478. I was not given a date or any patient information. There was no harm to the patient; only a small delay obtaining and setting up a new set."